Event description:
Report received from abbott international affiliate (abbott canada) of the primary solution flowing into the secondary solution. No information was available with respect to the medications, the pump settings, or patient data. The reporter did indicate that the patient did not experience any adverse side effects. Additional information was requested, however, no further information was provided.